Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "stain in the scope connector" was confirmed as a residue of a mixture of disopa, chemicals (silicic acid, phosphorus), calcium, and human-derived protein. No component derived from the endoscope was detected. This was presumed to have been due to insufficient reprocessing. The suggested phenomenon of "no water or air can be supplied when air and water are supplied (foreign object inside the nozzle)" was confirmed as organic silicone, but the root cause could not be further presumed. For the suggested phenomena, no physical damage was noted at the location where the foreign material remained. The inspection method for the event is described as follows: "reprocessing manual "chapter 5 section 5 manually cleaning of endoscopes and accessories" ¦clean the external surface. 1 while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. 2 take the insertion section out of the detergent solution and confirm that no debris remains on all its external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. 3 if any debris remains, repeat step 1 and 2 until no debris is observed. ¦ immerse the endoscope and accessories in detergent solution 1 while immersing the endoscope and all accessories completely in the detergent solution, wipe all external surfaces of the endoscope and all accessories to remove debris, using clean lint-free cloths or sponges. 2 leave the endoscope with attached accessories completely immersed in the detergent solution, according to the instructions of the detergent manufacturer. 3 remove the endoscope from the detergent solution with accessories attached." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6) clinic. The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: no water or air is pumped when air is pumped (foreign matter in the nozzle). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer noted that the device was dirty, but there is also the possibility that it is an adhesive. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. The customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that the facility flushed air/water nozzle with detergent solution. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer previously reported that the evis lucera elite colonovideoscope had a dirty connector. The device was returned, not repaired and sent back to the customer. When the customer tried to use the scope during an examination. During inspection and evaluation, scope connector contamination, foreign object in the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation. For previous complaint, refer to patient identifier: (B)(6).